Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument on 07jun2019, and found that the camera report was optimal, and that there were no errors on the day of testing. The test well image in question for the antibody screen was visually negative. An immucor field service engineer (fse) was dispatched to the customer site to assess the instrument. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument, when tested on (B)(6) 2019. The instrument had recently had a software upgrade.